Event description:
It was reported that an infusor's reservoir ruptured during filling. The device was being filled manually via syringe. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. During initial evaluation, visual inspection of the sample noted a ruptured bladder. Markings on the interior and exterior surface of the bladder were observed near the rupture line. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual examination of the sample confirmed the reported condition. The reservoir was microscopically examined and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.